Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx3566 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were noted during catheter insertion. Liquid leakage occurred and the catheter was then removed.

Event description:
It was reported that sand holes were noted during catheter insertion. Liquid leakage occurred and the catheter was then removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown to be within patient use. The catheter is within the microintroducer which is inserted into the patient. The inlaid stylet is present within the catheter and a syringe containing a clear fluid is attached to the hub. The clinician attempts to infuse fluid through the catheter and a spraying leak is noted in the catheter shaft. The characteristics of the catheter damage and exact location of the leak could not be determined from the video provided. Based on the information provided, possible contributing factors include stylet damage, sharp instrument damage, and mechanical damage. Since the presence of a leak visible in the video provided, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.